Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was unresponsive to tap-to-wake, after which the user placed the device on a charger, unlocked it, and performed a restart that restored normal wake-screen function; the user temporarily reverted to manual therapy and reported no effect on blood glucose, no symptoms, and no medical intervention or hospitalization. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living or medical care. Investigation included customer interview and troubleshooting by guided reboot and functional check post-restart. Investigation of this case revealed that device function normalized after restart, consistent with a transient user interface/display responsiveness issue that could not be replicated afterward. It was concluded that the event was related to a transient device performance issue with the touchscreen wake function, with the device operating as expected after restart and no patient harm.